Event description:
It was reported that approximately eleven months post lumbar spine bone biopsy, an alleged 2mmunknown metal fragment was identified under MRI examination. Reportedly, no damage to bone marrow tissue was identified. The patient was reported to be asymptomatic.

Manufacturer narrative:
H10: manufacturing review: as no lot number was reported a manufacturing review could not be performed. Visual inspection: the sample was not returned; therefore, a visual inspection could not be performed. Functional/performance evaluation: the sample was not returned; therefore, functional/performance evaluation could not be performed. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: based on the available information and the sample not being returned, the investigation was closed with inconclusive result. A definite root cause for the alleged event could not be determined. Labeling review: in reviewing the current labeling supplied with this type of device it was found that the instructions for use (IFU) sufficiently describe the correct application of the product. In section warnings it is stated: "in case the ostycut® biopsy cannula cannot be removed smoothly from the punctured bone area, do not attempt to loosen the ostycut® biopsy cannula by oscillating movement of the cannula. Instead, it is advised to loosen and remove the ostycut® biopsy cannula from the punctured bone area by simultaneously applying counterclockwise rotation and traction." Sections instructions for use states: "advance the ostycut® biopsy cannula in parallel with the anesthesia needle to the periosteum and screw the cannula into the bone wall. For reasons of safety the stylet remains within the cannula during this procedure. As soon as the threaded part of the cannula obtains a grip in the bone, hold the needle hub in place and withdraw the stylet. Continue puncture by further clockwise rotation of the ostycut® biopsy cannula until the opposite internal bone wall is reached, since this enables easier detachment of the tissue cylinder." H10: g4. H11: d2, g5, h6 (patient code: 3165). H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
H10: in july of 2018, the two previously submitted supplemental reports were submitted erroneously as follow up # 2 and follow up #3. On 22-nov-2024, an email was rec'd from FDA problem report specialist, MDR data systems team notifying us of the error. This sup will be considered follow-up # 1 to allow for the processing of the previously submitted follow up # 2 and follow up #3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately eleven months post lumbar spine bone biopsy an alleged 2mm unknown metal fragment was identified under MRI examination. Reportedly, no damage to bone marrow tissue was identified. The patient was reported to be asymptomatic.

Event description:
It was reported that approximately eleven months post lumbar spine bone biopsy an alleged 2mm unknown metal fragment was identified under MRI examination. Reportedly, no damage to bone marrow tissue was identified. The patient was reported to be asymptomatic.

Manufacturer narrative:
H10: the previously submitted supplemental emdr inaccurately reported the g4 date of 12/11/2017. The g4 date on the supplemental should have been reported as 2/27/2018. Manufacturing review: as no lot number was reported a manufacturing review could not be performed. Visual inspection: the sample was not returned; therefore, a visual inspection could not be performed. Functional/performance evaluation: the sample was not returned; therefore, functional/performance evaluation could not be performed. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: based on the available information and the sample not being returned, the investigation was closed with inconclusive result. A definite root cause for the alleged event could not be determined. Labeling review: in reviewing the current labeling supplied with this type of device it was found that the instructions for use (IFU) sufficiently describe the correct application of the product. In section warnings it is stated: "in case the ostycut® biopsy cannula cannot be removed smoothly from the punctured bone area, do not attempt to loosen the ostycut® biopsy cannula by oscillating movement of the cannula. Instead, it is advised to loosen and remove the ostycut® biopsy cannula from the punctured bone area by simultaneously applying counterclockwise rotation and traction." Sections instructions for use states: "advance the ostycut® biopsy cannula in parallel with the anesthesia needle to the periosteum and screw the cannula into the bone wall. For reasons of safety the stylet remains within the cannula during this procedure. As soon as the threaded part of the cannula obtains a grip in the bone, hold the needle hub in place and withdraw the stylet. Continue puncture by further clockwise rotation of the ostycut® biopsy cannula until the opposite internal bone wall is reached, since this enables easier detachment of the tissue cylinder." H10: g4 h11: h6 (method, results, conclusion code). H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Manufacturing review: as no lot number was reported a manufacturing review could not be performed. Visual inspection: the sample was not returned; therefore, a visual inspection could not be performed. Functional/performance evaluation: the sample was not returned; therefore, functional/performance evaluation could not be performed. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: based on the available information and the sample not being returned, the investigation was closed with inconclusive result. A definite root cause for the alleged event could not be determined. Labeling review: in reviewing the current labeling supplied with this type of device it was found that the instructions for use (IFU) sufficiently describe the correct application of the product. In section warnings it is stated: "in case the ostycut® biopsy cannula cannot be removed smoothly from the punctured bone area, do not attempt to loosen the ostycut® biopsy cannula by oscillating movement of the cannula. Instead, it is advised to loosen and remove the ostycut® biopsy cannula from the punctured bone area by simultaneously applying counterclockwise rotation and traction." Sections instructions for use states: "advance the ostycut® biopsy cannula in parallel with the anesthesia needle to the periosteum and screw the cannula into the bone wall. For reasons of safety the stylet remains within the cannula during this procedure. As soon as the threaded part of the cannula obtains a grip in the bone, hold the needle hub in place and withdraw the stylet. Continue puncture by further clockwise rotation of the ostycut® biopsy cannula until the opposite internal bone wall is reached, since this enables easier detachment of the tissue cylinder." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately eleven months post lumbar spine bone biopsy, an alleged 2 mm unknown metal fragment was identified under MRI examination. Reportedly, no damage to bone marrow tissue was identified. The patient was reported to be asymptomatic.